Event description:
Device 2 of 2. Reference MFR. Report # 1627487-2011-00545. The patient received an scs system on (B)(6) 2010 including an ipg and surgical lead. It was reported that she was not receiving adequate therapy relief. A reprogramming session was scheduled to address this issue. During the appointment, it was discovered that the patient had not utilized her scs system consistently since implant and as such her ipg was depleted. She was instructed to recharge her ipg and return at a later date for reprogramming. Follow-up on this matter found that the patient has since relocated to another state. She reportedly will find a new pain management team near her current residence. No further information is available.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.